Manufacturer narrative:
Conclusion code: off label use (patient above 45 years of age at time of implant). (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, in her right eye (od). The patient reported her eyesight was not as good. The patient was using eye drops due to eyes were dry. The lens was implanted on (B)(6) 2013 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.